Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the power error alarm recurred after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer complaints my insulin pump just got three power failure detections. Pump error 25 error alarm on 07/18/2021. Device passed the displacement test. Sleep current measurement and active current measurement within specifications. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage was within spec range. However, loaded voltage detailed trace analysis did confirm power loss alarm and pump error 25 alarm was triggered. Backup battery unloaded or loaded voltage did drop below 3.5v for consecutive 240 minutes. However, analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. Device received with cracked retainer and fading serial number label. Device p-cap or test reservoir locks in place properly. In summary, customer allegation of pump error alarm 25 and power loss alarm was confirmed. Due to software error.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.